Event description:
Event description guidant received information that this fineline ii lead has sustained a fracture. The lead was removed from service and will be returned for laboratory analysis. An additional guidant lead was implanted without further incident.